Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, several v burst episodes with ventricular noise oversensing were recorded in the device memory. Although no abnormal lead impedance values were measured during the follow-up, the ventricular lead impedance curve showed low measurements. Noise could not be reproduced by performing the following provocative maneuvers: isometric test, moving the left arm up, down, leftwards, rightwards, and pressing on the implantation site. As the patient felt uncomfortable, a new follow-up should be performed in 3 months to confirm the patient's symptoms. Depending on the results, a re-intervention might be contemplated to change the leads and the pacemaker due to the short estimated residual longevity.